Event description:
The hcp reported that the pt developed an infection at the ipg site. Culture results are unknown. Removal of the interstim system was done in 2004 and the pt recovered without sequela.